Event description:
Caller reported a malfunction on a pump while attempting an update, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the malfunction code, which did not recur after the reset, and the customer was advised to continue using the pump while remaining vigilant for any future issues.